Event description:
The patient has had problems in the past with the equipment discharging inappropriately. The patient has a history of idiopathic dilated cardiomyopathy. The patient is status post sudden death syndrome secondary to v tach (ventricular tachycardia). It was decided to exchange the pacemaker after the recall notice. It was exchanged without difficulty.